Event description:
The hygienist went to turn on the x-ray unit and saw sparks at the key type power switch and also felt a shock.

Manufacturer narrative:
There was no user or patient injury with this event. The switch was a key type, requiring a key to turn the x-ray unit on or off. At the time of the incident, the top nut came undone allowing the switch to drop inside, shorting the wires to ground causing the sparks and shock to the operator. The unit was repaired at the dental office by a dealer service technician. Device repaired by dealer service tech